Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for incontinence it was reported that the patient son tried to use a catheter and no urine was coming out just blood. No further complications were noted or anticipated